Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) was explanted from a patient because the vision was not what was anticipated post-operatively following an aberrometry assisted cataract surgery. The patient had too much cylinder. The intraocular lens was explanted and replace with a different iol.